Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap nissen, the device was difficult to toggle and, ultimately, needles fell out of jaws during use. No device fragment or component fell into the patients cavity. Opened another instrument to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). Two additional devices were received. Device evaluation: post market vigilance (pmv) led an evaluation of one suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted. The jaw gap was measured and met specification. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle. A pmv needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. The device tested satisfactorily and met all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.